Event description:
It was reported by a customer that the fiber point melted at 50,000 joules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber parted at the cap. The fiber melted. The fiber shrink tube and jacket melted. The fiber shrink tube burned. The detached fiber cap was returned for analysis. Based on the analysis findings the fiber/cap conditions would result in forward firing. The joules verified on the fiber card were 57,730 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.